Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 28-aug-2023. H.6. Investigation summary: a device history record review was completed for provided material number 309050 and lot number 2211164. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) syringe was returned for review by our quality team. Through evaluation of the sample, leakage could be observed. It has been determined that the leakage resulted from damage to the plunger component. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that while using the bd discardit¿ syringe liquid comes out of they syringe body when aspirating. The following was received by the initial reporter: liquid comes out of the syringe body when aspirate.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd discardit¿ syringe liquid comes out of they syringe body when aspirating. The following was received by the initial reporter: liquid comes out of the syringe body when aspirate.